Event description:
Patient underwent a breast augmentation with mcghan textured saline implants in 2001 and had no problem until (B)(6) 2004 when she developed some fluid around her left breast implant. She underwent mammography and ultrasound of the left breast on (B)(6) 2004, which showed marked increased density with fluid accumulating at 360 degrees around the implant, but most prominent in the left axillary tail of the implant. There was some debris of defect within the fluid. The patient then underwent a needle aspiration of the fluid from the left breast and approx. 275 ml of yellowish fluid was collected. The fluid showed a large atypical lymphocyte in the background of mixed small lymphocyte and histiocyte. Immunohistochemical study performed on the cell block showed that these lymphoid cells were positive for lca and negative for chem cap 5.2 and cd 68. Differential diagnosis included, exuberant reactive lymphoid hyperplasia associated with breast implant. However, a lymphoproliferative disorder cannot be completely excluded. Pt was placed on a course of cephalexin and advised to return for further problems. Patient did well until (B)(6) 2006 when she developed a rapid increase in the size of the left breast and swelling of the left breast. An ultrasound was performed on (B)(6) 2006, which showed a large fluid collection around the implant. Therefore, she then underwent ultrasound guided drainage of the fluid collection around the breast implant on (B)(6) 2006 and approximately 200 ml of milky fluid was aspirated. The patient had three more ultrasound guided aspiration of the left breast over a three month period prior to surgical intervention. Following the post op recovery time, chop chemotherapy was initiated on (B)(6) 2006 every three weeks for a total of six cycles. On (B)(6) 2007 patient was determined to be disease free.